Event description:
Healthcare professional reported via nbir "wrinkling/rippling, correction of asymmetry, change shape/size/style". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Clarification to h6 health effect - clinical code: e2402 captures the event of visibility/palpability (wrinkling/rippling, correction of asymmetry). The event of visibility/palpability is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: wrinkling/rippling; correction of asymmetry.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Healthcare professional reported via nbir (national breast implant registry) "wrinkling/rippling, correction of asymmetry, change shape/size/style". This record is for the left side. Device was explanted and replaced.